Event description:
It was reported that a patient underwent surgery in 2007 to correct stress urinary incontinence, urinary frequency, a paravaginal defect, and posterior vaginal wall prolapse. The surgeon repaired the paravaginal defect with mesh placement, performed a posterior colporrhaphy with mesh, placed a tension-free mid-urethral sling, and performed a cystourethroscopy. Following the procedure, the patient continued with her original complaints and developed additional problems including bladder neck obstruction, cystocele, rectocele, vaginal vault prolapse, vaginal mesh erosion and pain. The patient underwent an additional surgery in 2009 to repair the physical problems and remove the products. At the time of the surgery, it was noted that the mesh &#34; was folded over many times and it had become a very hard area of mesh and scar tissue that was large in size and extremely fixated to the lateral pelvic wall & #34; it was also noted that the mesh had eroded into the vaginal mucosa and other peritoneal structures to such an extent that complete removal was impossible.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
Physio-control's sales representative received a device and observed an out of box failure. The device would not power on with known good batteries. There is no pt use associated with event.

Manufacturer narrative:
Date sent to the FDA: 10/15/2009a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.